Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the defib conductor is distorted. Damaged at implant.

Event description:
It was reported that during implant attempt, damage to the lead coil occurred caused by the safe sheath valve. The lead was not used. There were no patient complications reported as a result of this event.